Event description:
During use, the catheter appeared to have a redundancy or overlap in the tip of the fluoroscope. As the catheter was withdrawn, the catheter tip appeared to elongate. Upon removal from the patient, it appeared as though the coils were the only thing holding the tip together. The end user noted that the patient was fine with no complications and an update on (B)(6) 2008 showed that the patient continues to do well.

Manufacturer narrative:
Conclusion: it is unclear as to what caused the redundancy which was observed fluoroscopically; however, it suggests that the catheter had become compromised during the procedure. It is possible that as the catheter was removed from the patient post-procedure, the distal (pellethane 80a) segment became stuck in the sheath diaphram. The force used to extricate the catheter overcame the pellethane/pebax joint strength.